Event description:
A customer reported experiencing intermittent occlusion alarms with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.